Event description:
It was reported that the active electrode array was likely cut off by a surgical tool during a middle ear surgery, which was carried out in (B)(6) 2010 to cure otitis media. The surgeon decided to implant another ci on the contralateral side and left the affected ci within the patient.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.